Event description:
Additional information from the healthcare provider (hcp) reported that the patient felt the device moving around in the pocket and it had become superficial. The standard surgical procedure was noted and there were no complications. The device was removed on (B)(6) 2016.

Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that weight loss led to a system explant. They explained that after weight loss, the implantable neurostimulator (ins) started causing pain and discomfort with lower back pain. It was noted that the pain was sudden and started in (B)(6) 2016. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation. Information regarding the device reports the implant date was on (B)(6) 2011 however the device manufacturing date is noted as 2011-10-31, this information is conflicting as the device cannot be implanted prior to the manufacturing date. Follow up has been conducted to gather the correct information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.